Manufacturer narrative:
There were two proximate causes identified for the report of broke. They are as follows: power cord had physical damage. Battery pack had diminished capacity.

Event description:
The device had a damaged power cord and diminished battery capacity.

Manufacturer narrative:
This reported issue and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The reported issue that device broke was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.